Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in requesting training on his sensor since they were going to expire. Customer also states he receives no delivery alarm quite often during bolus, he states that the alarm is too low to hear and he sometimes misses it. Customer's blood glucose is 80 mg/dl. Began to troubleshoot and call was dropped before completing troubleshooting.